Manufacturer narrative:
Concomitant products: vamc3434c100tu, sn (B)(4), expiration date: 2018-05-10, UDI # (B)(4); vamf3834c150tu, sn (B)(4), expiration date: 2018 -07-18, UDI # (B)(4).

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a small penetrating ulcer that was approximately 3 cm long and a 7 cm long distal aortic dissection. The celiac artery had been previously coiled on an unknown date prior to the index procedure. The stent grafts were implanted approximately 3 cm proximal to the celiac artery. It was reported that, approximately four months post index procedure, a CT revealed that there was false lumen perfusion and that the dissection had continued to increase. The physician elected to implant an additional valiant stent graft distal extension twenty-three days later. The dissection was successfully covered and the event was resolved. Per the physician, the cause of the event was due to distal aortic remodeling. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.